Event description:
An endurant stent graft was implanted for the treatment of a fusiform 64 mm in diameter and 66 mm in length abdominal aortic aneurysm. The proximal aortic neck was 21 mm in diameter and 8 mm in length. The aortic neck angulation was 90 degrees. It was reported that during after the stent grafts were implanted as planned, touch-up was carried out. Then, final angiography was carried out and type ia endoleak was confirmed. Another manufacturer¿s cuff was implanted for the treatment and endoleak was slightly reduced; however, it still remained. The patient will be monitored by the physician. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, conclusions: off-label, unapproved, or contraindicated use (90 degree neck angulation/neck was 8 mm in length).